Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the end of a routine hemodialysis treatment, medication was administered through the filter port and then rinseback was initiated. Shortly after rinseback was stared, the operator observed a blood clot in the venous line and stopped the rinseback. An estimated 130cc blood was not returned to the patient. No medical intervention was required.

Manufacturer narrative:
Facility clinical staff concur that the observed clot in the venous line appears to be directly related to the administration of medication into the cartridge filter port. The user's guide advises to closely monitor for clotting through visual inspection and periodic flushing of the filter. Subsequent to this event, medication is being administered directly through the vascular access and there have been no similar problems reported. There is no evidence of a device malfunction. A direct correlation between the reported event and the nxstage system one cannot be established.